Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap striae in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in right eye. Patient reported symptoms are not interfering with daily activities. It was reported that patient required epithelial debridement, irrigation and replacement of flap and symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016 right eye pre-op 20/20 -5.25 x -3.25 x 118 left eye pre-op 20/20 -3.50 x -3.50 x 63 bcva from (B)(6) 2016 right eye post-op 20/15 .00 x -.75 x 165 left eye post-op 20/15 .00 x -.50 x 10